Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1289. It was reported that an sjm representative met with the pt and diagnostic testing showed all contacts had invalid impedances except for contacts 2 and 10. The pt reported she had fallen twice since the end of may. The physician ordered ap, lateral thoracic, and lumbar x-rays. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.